Event description:
This notification was opened for review due to an allegation of malfunctioning humidifier, incorrect air pressure, and a replacement device that was ineffective on a rep dreamstation bipap device. Additionally, the patient experienced discomfort, such as a dry throat and mouth, which required medical intervention. Based on the available information, there is enough evidence to indicate this issue is reportable to any regulatory agencies. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.